Manufacturer narrative:
The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced a urinary tract infection (uti) and underwent a cystoscopy. During the procedure, the physician noticed that the reservoir had migrated from the abdomen and was in the bladder due to an erosion. An inflatable penile prosthesis (ipp) revision surgery was performed to explant the reservoir and repair the bladder. A new reservoir was implanted. The patient is expected to fully recover.